Event description:
During the implant procedure, after tunneling with a medtronic catheter passer, bleeding occurred along the tunneling passage. The surgeon achieved hemostasis using direct pressure, a hemostatic agent, and a bovie. This resolved the issue.